Event description:
Critically ill patient with pressure areas on ankle was placed on mattress. Blower connected to mattress. It was noted that left side of blower had a crack in the casing. While attempting to inflate mattress, there was a loud noise and blower was hot to the touch. Unit was unplugged and mattress was disconnected from blower. No injury to patient or staff.